Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was shutting down on it's own. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device data was further evaluated by stryker and was able to verify the reported issue was logged in the device¿s memory. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was shutting down on it's own. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.